Manufacturer narrative:
This is being considered a serious injury, as emergent care was needed to remove the piece of the spiral from the infants' scalp. Awaiting additional information and availability of the fetal spiral electrode from the customer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the baby's scalp skin was attached to the spiral electrode after removal. The baby got stitches to close the wound.

Manufacturer narrative:
The customer send three unused (B)(4) double fetal spiral electrodes for evaluation. The electrodes were examined for any tool marks/ manufacturing damage, or material anomies that would weaken the fse spiral (and lead to failure in use). None were found. Reviewed the photos provided by the customer and it appears this issue is most consistent with stress applied against the spiral during removal (by overtightening and/or pulling on the assembly, rather than unscrewing it from the scalp). The failure appears consistent with a single stress event, rather than a fatigue failure resulting from multiple bend cycles. There was no product malfunction. The failure of the spiral is most consistent with incorrect use of the product (either during placement or removal). The customer discarded the fetal spiral electrode assembly that was removed from the patient. Although the actual cause of the reported problem is not known, it is possible that the incident was caused by the improper removal of the fetal spiral electrode.

Event description:
This is being considered a serious injury, as emergent care was needed to close the wound.